Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not charge defibrillation energy during a patient event.  The customer did not provide any additional information on the event or the patient.  There has been no report of any adverse patient outcome during the reported event.

Manufacturer narrative:
Physio-control performed a clinical review of the reported event and concluded that the device use did not contribute to the death of the patient.